Event description:
C-cc-dc - kit components damaged or out of spec; it was reported that after two days of use, the blue part of the introducers broke just below the valve.

Manufacturer narrative:
Two devices were returned and evaluated. Customer report was confirmed. The introducer housing has cracked in half at the bottom of the threaded area. The rotating nut is fully rotated to the bottom of the threads. No components missing. An investigation was performed and completed for broken blue connectors. The complaints related to broken blue connectors are associated to the non automatic introducers. They were assembled using the hemovalve made out with resin from colorite supplier. As a part of the materials incoming inspection a verification of the parts for cracks, void oar any molding defect will be performed prior to the release of the material. Our manufacturing process has a 100% in process visual inspection; any defective housing will be capture during this inspection. Several tests have been performed with both resins (colorite and alfagary). Units built with the alfagary material did not break during testing. It was concluded that the alfagary material will be substituted for the valve body.